Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Physician reported right side device rupture diagnosed by MRI and confirmed during explant surgery. The device has been explanted and replaced with a non-allergan implant.

Event description:
Physician reported right side device rupture diagnosed by MRI and confirmed during explant surgery. The device has been explanted and replaced with a non-allergan implant.

Event description:
Physician reported right side device rupture diagnosed by MRI and confirmed during explant surgery. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jan2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 16jan2024.

Event description:
Physician reported right side device rupture diagnosed by MRI and confirmed during explant surgery. The device has been explanted and replaced with a non-allergan implant.